Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified volume of normal saline. The customer contact reported that prior to priming of the primary tubing set the nonvented locking cap on the secondary port on the cassette of the tubing set was removed and an unspecified clave port was connected to the secondary port. After an unspecified length of time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port of the primary tubing set for piggyback delivery of an unspecified concentration of gemcitabine. It was reported that after the piggyback delivery was started, a leak was noted from the luer connection of the clave port and the secondary port of the primary tubing set. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Rep devices from the same lot was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed. The domestic list number has a common device name of (B)(4)and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.